Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced pain at the ipg site and was having difficulty charging due to ipg had slightly tilted. The patient underwent a pocket revision procedure and was successfully reprogrammed.